Event description:
I got essure on (B)(6) 2013, a month later I started having sharp stabbing pains on my left side, heavy painful menstrual cycles, a clot that was the length of a super maxi pad, fatigue, increase in headaches/migraines, pain during and after sex along with bleeding, sharp pains on both sides, hair loss, limbs going numb, dizziness, mood swings, acne, bloating. I did not have problems with any of these until I got essure. It's ridiculous that at the age of (B)(6), I will have to either get my tubes removed or have a hysterectomy just to be normal again.